Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction in a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event, it was reported that a promark apex locator gave incorrect measurements; no injury resulted.